Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. The manufacturer confirms they have received similar error messages about leaks at the affected connection. A defect in the luer lock-positive adapter was identified as the cause. A video was provided showing a leak at the luer lock connection of the vent port and venting line. The reported error pattern is known. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
During priming it was reported that leakage was noted from the pre-sampling port pigtail on the xlung kit 230. The leak was allegedly coming from a crack which was noticed at the inner part of sampling port connection to the oxygenator. No additional details were provided.